Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was hospitalized due to high blood glucose of 720 mg/dl. Customer stated prior to the hospitalization she administered bolus and the device never alarmed no delivery and blood glucose kept rising. Customer reported she was admitted due to the insulin pump having a possible occlusion on the device. Customer stated she would be released if the device was working properly. Troubleshooting was performed and it was found the customer forgot to fill the cannula dead after removing the introducer needle. Displacement test was performed and the device passed. Customer agreed the device was working as designed and was advised to monitor the device and blood glucose level. The device is not returning.